Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID's: 9735787 and 9735773. A medtronic representative went to the site to test the equipment. The battery and uninterruptible power supply (ups) on the main cart was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that the main cart powered down without prompting. The camera cart stayed on after the main cart powered down and then the camera cart powered down a few minutes later. A battery error showed after power cycling multiple times to get both carts back on. The systems have not powered down since. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome. Additional information was received. The system was plugged into a functional outlet when it powered down.

Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis determined that upon receiving the 48v battery, it was I mmediately tested for voltage due to showing signs of heavy leakage. Once multi-meter was connected, the battery voltage began to drop and the battery was tested for dead cells and not able to hold a charge. The reported complaint was confirmed. Codes b01, c02 and d02 apply to this analysis. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from main power and continued to run under known good battery's power for the set 11.5 minutes before the ups shut down as programed. The report complaint could not be replicated. Codes b01, c19 and d14 apply to this analysis. The lot number of product ID: 9735787 was received. The lot number is: 19160030. The lot number of product ID: 9735773 was received. The lot number is: 1912. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.